Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: installed the suspect component in a known good unit and powered on into service mode. The transducer (xdcr) fault was verified on the alarm log. The unit was placed on ventilation mode and the device was operating properly. Transducer calibration was performed, and it was noted that the solenoid was responding slowly but working properly. The reported issue was not duplicated, but the factory analysis lab (fa lab) determined that the slow solenoid response could be the cause of the transducer failure.